Event description:
This complaint is from the study. Approximately twenty-eight months post cypher stent implantation, the pt complained of chest pain. Coronary angiogram was conducted and a de novo lesion was observed at the distal right coronary artery (rca). It is unk if the new lesion was in-lesion area of the implanted cypher stent at the mid rca. There was 71.1% stenosis. To treat the stenosis, pre-dilation was performed and a 2.5x18mm cypher stents was implanted. The residual percent of stenosis was 17.5%. Physician's comment: the probable cause of this event might be because the pt easily can get cardio stenosis.

Manufacturer narrative:
This complaint is from a clinical study. However, the complaint product was not the cypher implanted at the target lesion of the clinical study. The target lesion was the proximal circumflex. The vessel was a de novo. No more info available for the lesion. In 2004; percutaneous coronary intervention (pci) was conducted to treat the study target lesion at the right coronary artery (rca). Three was 53.2% stenosis before the procedure. Pre-dilation was conducted with a 3.5x15mm balloon at 18 atm. Inflation time was unk. A 3.5x18mm cypher sirolimus-eluting coronary stent; study target product was implanted at 18 atm for 31-60 seconds at the target lesion. Post-dilation was conducted with a 3.75x8 mm balloon at 22 atm. Inflation time was unk. Timi flow pre and post procedure was iii. The residual percent of stenosis was 18.3%. Intravascular ultrasound (ivus) was conducted. The procedure was completed without problem. In 2005: the pt complained of chest pain in the morning. Nitroglycerin was administered and the chest pain was resolved. Coronary angiogram (cag) was conducted and two de novo lesions were observed. The first lesion was at the posterior descending coronary artery with 90% stenosis and 90% stenosis at the sa node coronary artery. Because the lesions were too calcified to conduct pci, there was only medication treatment conducted. There was no problem observed at the target lesion. In 2006: the pt complained of chest pain. Two months later: a cag was conducted and there were de novo lesions observed: at the mid left anterior descending (lad) there was 90% stenosis, at the distal lad the % stenosis is unk, at the proximal circumflex there was 90% stenosis, and at the distal rca to posterior descending there was 50-75% stenosis. To treat the lesions, pci was conducted. To treat the mid lad a 2.5 x 18mm cypher stent was implanted and the residual percent of stenosis was 7%. To treat the distal lad, because a balloon was not delivered to the lesion, physician gave up continuing the treatment. At the proximal circumflex, rotablator and plain old balloon angioplasty (poba) was conducted and the residual % of stenosis was 25%. The distal rca to posterior descending was not treated due to the heavy calcification. The procedure was safely finished. Six months later: the pt complained of chest pain. Cag was conducted and de novo lesion were observed at the distal circumflex, (50.84% stenosis) and 71.12% stenosis at the proximal circumflex. To treat the lesions, pci was conducted. To treat the distal circumflex, rotablator (2.0mm) was conducted. The residual % of stenosis was 36.94%. To treat proximal circumflex, a 2.0 mm rotablator was used, followed by 3.5x10mm cutting balloon at 10 atms. Then, a 3.0x13mm cypher stent (complaint product) was implanted at 12 atm and post dilated to 16 atm. The residual % of stenosis was 2.87%. In 2007: the pt complained of chest pain. Cag was conducted and a de novo lesion was observed at the distal rca. It is unk if the new lesion was in-lesion area of the implanted cypher stent at the mid rca. There was 71.1% stenosis. To treat the stenosis, pre-dilation was performed and a 2.5x18mm cypher stent was implanted. The residual % of stenosis was 17.5%. Four months later: the pt complained of chest pain. Cag was conducted and 75% restenosis was observed from inside to the distal end of the implanted cypher at the proximal circumflex. To treat the restenosis, cutting balloon was conducted followed by poba. The residual % of stenosis was 25%. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-00486 and 9616099-2008-00487. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.